Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported while a patient had been wearing a pod between 24 and 36 hours their blood glucose level had rose to 400 mg/dl. Upon removal of the pod from the insertion site it was discovered that the needle had not retracted upon initial activation. In addition their was blood at the insertion site.

Manufacturer narrative:
The returned device was evaluated and the formed needle was found to be visible in the exposed portion of the soft cannula. The formed needle was not seated properly within the slide retract which caused a failure of the needle mechanism to retract the formed needle. Damage was found to the slide retract which indicates that the hard cannula was incorrectly installed. Blood was observed on the device. The formed needle and bottom housing were inspected for damages or defects that could cause bleeding and an inadequate formed needle tip was found. The inadequate needle tip can be confirmed as the cause of bleeding.